Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that the site had an issue with the non-stick coating on the plasma blade flaking. Additional information received stated that the generator was still in use and they pulled another device to resolve the issue. There was no impact to patient outcome.